Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: synergy ii us mr 5.00 x 24mm stent delivery system was returned for analysis. The returned device was attached to a filter-wire. The filter-wire was removed distally without issue. No stent was returned with the device. The balloon cones showed signs of being subjected to positive pressure, and the balloon was in a deflated state. A visual and microscopic examination of the bumper tip showed distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found port bond site damage, with a tear along the length of the port bond site. The outer clear polymer extrusion was stretched and torn at several locations along the shaft. The inner black polymer extrusion was stretched and torn at several locations along the shaft. A shaft break, with the corewire exposed, was noted 133.4cm distal to the distal strain relief. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. The target lesion was located in a large saphenous vein graft. A non-bsc guide wire and 6fr guide catheter were placed, and a 5.0x24mm synergy drug eluting stent was deployed. When the stent delivery system (sds) was being removed, the sds got stuck on the guidewire in the guide catheter and the soft part of the balloon started to stretch. The devices were all removed together. The guide catheter was reinserted and another guidewire placed. The stent was post dilated with a 5.0x14mm apex balloon. Everything looked good and the patient did great.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that device entrapment occurred. The target lesion was located in a large saphenous vein graft. A non-bsc guide wire and 6fr guide catheter were placed, and a 5.0x24mm synergy drug eluting stent was deployed. When the stent delivery system (sds) was being removed, the sds got stuck on the guidewire in the guide catheter and the soft part of the balloon started to stretch. The devices were all removed together. The guide catheter was reinserted and another guidewire placed. The stent was post dilated with a 5.0x14mm apex balloon. Everything looked good and the patient did great.